Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A return sample for evaluation is not expected. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but, not provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2018, the patient had an exploratory laparotomy with small bowel resection and anastomosis at the ileal-cecal junction. At an unknown date between (B)(6) 2018 ¿ (B)(6) 2018, a fecal management system (fms) device was placed. The nurse stated the insertion date was under investigation and was suspected to be (B)(6) 2018 or (B)(6) 2018. The nurse reported that the surgeon did not order the fms to be placed. She further stated that the next documented note regarding the fms was on (B)(6) 2018, when the device was removed. On (B)(6) 2018, a barium/fecal effluent was noted coming from the midline abdominal incision. It was reported that a computed tomography (CT) scan was performed that day and 4cm of fluid collection was noted in the anterior abdominal cavity, which was an increase from the previous CT scans. The patient was diagnosed with a midline abdominal enterocutaneous fistula at the anastomosis site. The medical doctor (md) stated ¿he feels that it was caused by the fms being placed after surgery causing an increase in pressure on the anastomosis suture line.¿ the nurse indicated that an ostomy pouch was adhered to the abdomen to contain the fistula effluent. It was further reported that a percutaneous endoscopic gastrostomy (peg) tube was inserted for nutrition on (B)(6) 2018. The patient¿s outcome at the time of this report was ¿unknown at this time, still admitted in acute care.¿